Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin.